Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their two front teeth are cracking because of the aligners. They have stopped wearing the aligners and they have an appointment with an orthodontist to be evaluated and correct the two front teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.